Manufacturer narrative:
Results of evaluation: conclusion; based on the functionality testing, the instrument functioned as intended. The instrument was cycled repeatedly and it functioned as intended. The incident could not be repeated.

Event description:
It was reported the 511sd and 355sd were used during an operative laparoscopy. It was reported the 511sd and 355sd were used during an operativ4e laparoscopy. The trocars locked out prematurely while surgeon was trying to insert them. The scrub rn stated a click was heard and there was movement of the red button. The surgeon struggled to insert the trocars and then backed away several times. The case was completed with a 355l. The rep is returning the 355l with the other devices because the or put all three trocars in one bag. There was no difficulty with the 355l. There was no consequence to the pt.